Manufacturer narrative:
Device returned on (B)(6)2019 device evaluation summary completed on (B)(6) 2020: the device was visually inspected and a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel 400 cc silicone breast implants, cat#:3504004bc, lot#: 266704, sn#: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 400 cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by mammogram examination. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#:3505400bc, sn#: (B)(4), and right replaced with cat#:3505400bc, sn#: (B)(4) on (B)(6) 2019.